Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation (hta) procedure in 2008. According to the complainant, during ablation, the unit shut down, and went to start set up mode. They brought the system back up and started ablation, and it shut down again. No patient complications were reported as a result of this event. Note: this MFR. Report is associated with MFR. Report # 3005099803-2008-04225.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the expiration and manufacture date of the device is unk. A DHR review was not performed because the batch is unk, however, there are no known manufacturing related issues which would contribute to this event, and the product was not returned for analysis. A review of the trending, history and the event description did not provide enough information to formulate a definitive root cause.